Event description:
It was reported that the pump was unresponsive.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there were no power issues noted in the pump's history and no activity was found outside normal patient's use. The battery compartment was found to be cracked which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. There was no visible damage found to the battery cap and the battery cap was able to secure to the pump appropriately. The pump was opened and no damage was found to the power circuit; a test cap was used to test the connections on the pump and no defects were found. The pump was exercised for 24 hours with no alarms or power issues. The original reported power issue could not be duplicated or verified and an unreported damage battery compartment was discovered during evaluation.